Event description:
Blood glucose read 336 mg/dl, took normal insulin, and later that day read 22 mg/dl then became incoherent. It was reported customer was taken to the hosp and is unsure of any treatment, if any was provided. Reporter stated doctor has been changing customer's insulin however was not sure whether the change was due to meter or doctor's readings. Reporter indicated similar incidents to the alleged event have occurred 6 times is 2 weeks. A request was made for the return of the suspect device and replacement product was sent.